Manufacturer narrative:
PMA/510(k) # - k124030. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the doctor used the cook hlf-s200-hsma. He brought the fiber into the renal cavity, and noticed it did not fire with as much power as he would expect. After he fired it a few times, he noticed that 4-5mm of the tip had fallen off of the fiber. He used an ntrap to pull the tip from the renal cavity to the bladder. Once the tip of the fiber made it to the bladder, it was no longer locatable due to its clear color. We are unsure if the tip has left. The patient has been informed. The following additional information has been requested but has not yet been received at the time of this report. Please provide patient age & weight: please provide relevant patient health history, including pre-existing conditions. Are pictures, videos, scans, or operative reports available? What was patient outcome post-procedure? Did the patient experience adverse effect(s) due to this event? If yes, did the device cause or contribute to the adverse effect(s)? Since removal of the tip cannot be verified, how is the patient being monitored going forward? What is the current health status of the patient? Is the patient undergoing preventive or prophylactic therapy due to this event? If yes, please provide detailed course of treatment.

Event description:
There has been no new information received since the last report was submitted.

Manufacturer narrative:
Investigation: evaluation: the complaint device was not returned for an evaluation and no photograph was provided. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, instructions for use, manufacturing instructions, and trends. A review of the device history observed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records revealed this is the only complaint for the reported issue associated with the complaint device lot number: 7243989. The instructions for use (IFU) advises that a number of different factors affect the life of any particular fiber, including: extended lasing power. Continuous lasing with fiber tip in contact with tissue. Lasing with a contaminated or damaged proximal end. Improper handling. Poor laser beam alignment or focus. Never subject fiber optics to sharp bends in handling, use or storage. Always keep connector end dry and free from contaminates. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Do not exceed power limits. The device is inspected visually and functionally for cracks and fractures by manufacturing and quality control and no notable gaps in production or processing controls were noted. Based on provided information, the most probable causes of this event are human anatomy or device handling, or device failure related. Based on the information available however, an investigation conclusion cannot be determined. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.